Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs 300 intra-aortic balloon pump (iabp) gave an error message of low vacuum. No patient harm was reported.

Event description:
It was reported that during testing of the unit before use, the cs 300 intra-aortic balloon pump (iabp) gave an error message of low vacuum. No patient was involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. The fse checked the unit on system trainer and balloon for about 2 hours and found unit is working good. There was no message of "low vacuum" during the testing of the unit. The unit has passed all functional and safety test and was handed over to the customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).